Event description:
It was reported that during use of the rfg3u refurbished radio frequency generator 3 in a procedure, the screen was not responding properly and the catheter did not register with the generator and did not respond every time. Previous procedure data/details were reported to continue displaying into the next procedure, and the catheter was reported to not display proper data on the generator. The generator was also reported to not heat properly, with both under heating and overheating described. No visible damage to the coil heating element of the catheter and no adjustments made to the parameters of the generator. No error messages/codes/warnings displayed. No allegation against the closurefast catheter that was used. The generator was restarted a few times in order to complete the procedure, and subsequent procedures were aborted due to generator issues. No y adjustments made to the parameters of the generator, no error messages/codes/warnings displayed, no allegation was made against the closurefast catheter used. There was no patient inv olved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.